Manufacturer narrative:
Follow-up # 2 ¿ (11/04/2014). The patient¿s test strips have been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/23/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verioiq meter was displaying an ¿error 4¿ message. The complaint was classified based the customer service representative (csr) documentation. The patient reported that the error message began to appear approximately 1 month prior to contacting lfs. The patient informed the csr that they do not take any medication to manage their diabetes. Despite the meter issue, the patient claimed they continued their usual diabetes management regimen. On an unspecified date/time, after the error began to appear, the patient stated they developed symptoms of feeling dizzy and swelling in the hands and feet. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the patient did not have testing supplies with them. The alleged error issue remained unresolved. Replacement products were sent to the patient. Based on information provided, there is no indication that the alleged meter issue caused and/or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria of a serious injury. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (10/22/2014). The patient¿s meter has been returned on 9/15/2014 and evaluated by lifescan product analysis on 10/14/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.